Event description:
The MFR received info alleging a ventilator's low flow oxygen connector was obstructed. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's base closure was replaced to address the issue.